Event description:
Further follow-up revealed that the autopsy report listed the auf final diagnosis as: 1. Abnormal female karyotype with a deletion in the q11-q13 region of homologue 15, consistent with angelman syndrome (see mf-03-98), 2. Status post vagus nerve stimulator implantation, 3. Early bronchopneumonia, bilateral lungs (combined weight 270g). The autopsy report listed the auf cause of death report as: a. Seizure disorder, b. Angelman syndrome.

Event description:
Review of device programming history revealed that the device diagnostic testing on the day of implant was within normal limits, indicating proper device function.

Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient's health had been deteriorating prior to vns implant and that the patient developed breathing problems after returning home from implant. The patient was taken to local e.r. Where CPR was performed, but was unsuccessful. Exact cause of death is unknown at this time. Treating neurologist indicated that the relationship between the vns therapy system and the cause of death was unknown. Stimulation had not yet been initiated. There is no evidence at this time that the vns therapy system caused or contributed to reported event.